Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated that the device alarm after the battery change. The customer insulin pump alarm at time of call, the switch to keypad anomaly troubleshoot. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that none of the buttons are working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had unresponsive act and down buttons due to corroded key pad traces. It was unable to perform operating current test or verify battery out limit due to unresponsive buttons. Unit had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.